Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 300-350 mg/dl. It was discovered that pump supplies were being used beyond labeling. The customer was educated on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.